Event description:
The recipient reportedly experienced device migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made, however, the issue did not resolve. The recipient's device was not explanted. The recipient underwent repositioning surgery. The recipient's activation went well. This is the final report.